Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, as soon as the power cord was plugged into the vaso view hemopro it immediately activated. The pa unplugged and glugged it back in and the same issue happened. The pa unplugged the device and handed it off to the circulator. They set the device aside and used a replacement device to complete the procedure. The hospital did not report any pt effects.